Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on (B)(6) 2021. Flow rate testing was confirmed that the flow rate deviation is -7.29%. The flow rate accuracy is not within +/- 5% which is outside of the passing criteria. The reported flow rate issue was confirmed.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2020-00025).

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) /2020, a distributor of infutronix reported a flow rate issue on behalf of an end user: "pump was under infusing. Pump did not deliver 100ml in 24hr like it was programmed to." Device operator was a registered nurse. A patient was involved but not harmed.